Event description:
A u.s. Customer reported the generation of false mutation detected exon20 insertion results for 4 samples tested with the cobas egfr mutation test v2. When the samples were retested using next generation sequencing (ngs) and sanger sequencing, no mutation detected results for exon20 insertion were generated. It was noted that results were reported out, and there is no indication of harm. No kit lot information or data were provided, although requested.

Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees were notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(4).

Manufacturer narrative:
Corrected b5 - added details concerning the sample types (tissue) and information obtained from the oncologist about patient impact. Added an additional code - b11 historical data analysis. (B)(4).

Event description:
A us customer reported the generation of false mutation detected exon20 insertion results for 4 tissue samples tested with the cobas egfr mutation test v2. When the samples were retested using next generation sequencing (ngs) and sanger sequencing, no mutation detected results for exon20 insertion were generated. It was noted that results were reported out, and the physician confirmed that the results did not have any impact on patient treatment. No kit lot information or data were provided, although requested.